Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringes there was a damaged or open package seal, sterility was compromised. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringes there was a damaged or open package seal, sterility was compromised. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-(B)(6) h6: investigation summary customer returned (2) 1ml, 13mm, 29g bd safetyglide insulin syringes in blister packs from lot # 0141099. Customer states that there is foreign matter. Both returned blisters were examined and both exhibited what appeared to be a strip of brown tape inside the blister packs. A review of the device history record was completed for batch# 0141099. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure root cause: when one roll of the blister packaging web is empty and a new roll of web needs to be put on, the two rolls are spliced together with black tape. H3 other text : see h10

Event description:
It was reported when using the bd safetyglide¿ insulin syringes there was a damaged or open package seal, sterility was compromised. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter."